Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal previous venaseal treatment of the left great saphenous vein (gsv) - ref (B)(4). Two days post implant of venaseal of the left gsv, the patient returned for treatment of the right gsv and reported symptoms of feeling hypersensitivity in the area and had a mild dermatitis. Benadryl was prescribed which alleviated the symptoms. The patient is still experiencing a reported ¿ropey¿ feeling. No further treatment reported.